Manufacturer narrative:
The unit did not have a button response due to an unlocked lcd keypad connector. The unit could not perform the displacement, rewind, basic occlusion, occlusion, prime, or excessive no delivery test or verify an after battery change alarm error due to unresponsive buttons. The unit had a cracked reservoir tube lip, cracked battery tube threads, a case cracked at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, and a cracked reservoir tube. (B)(4).

Event description:
The customer's mother called in to report an after battery change alarm and was unable to clear the alarm due to an unresponsive keypad. The customer's blood glucose level was 587 mg/dl. The customer treated with a manual injection. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the device for analysis.